Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, component migration and vascular trauma.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment for pseudoaneurysm at the anastomotic site of an artificial blood vessel with duodenal perforation. A gore® excluder® aaa aortic extender endoprosthesis was deployed just below the left renal artery to treat the pseudoneurysm. On (B)(6) 2021, it was reported that damage to the intima, and enlargement of the native blood vessel were observed. Migration of the device was observed in the enlarged part of the vessel. The patient underwent an emergent reintervention. Additional stent grafts were deployed in the right and left renal arteries, proximal to the aortic extender using chimney technique. Endoleak was observed during the reintervention, suspected to be type iiia. An aortic extender endoprosthesis was deployed, but the endoleak did not disappear completely. The endoleak will be monitored. The patient tolerated the procedure. The physician stated as follows: I wonder whether the blood vessel that the cuff has sealed had been fragile. The last blood test showed no infection.